Event description:
It was reported that a zfx gmbh screw fractured within a biomet implant. The implant was removed. There is no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: it was reported that a zfx gmbh screw fractured within a biomet implant. The implant was removed. There is no report of patient injury. Correction: no 03 june 2019 follow up serious injury additional information method, device, conclusion codes manufacturer narrative, corrected data investigation of the reported device is the responsibility of the supplier. Due diligence has been completed to obtain investigation results by the supplier and results have not been received to date. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). The reported device has been received for investigation. Once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the screw fractured within the implant. The implant was removed. There is no report of patient injury.